Manufacturer narrative:
The sample involved in the reported incident was discarded and it is unk how or what part of the device separated. It is unclear what the customer's definition of peritoneal cavity entails. The peg placement would have created a stoma. Upon removal of the peg any separation (intended or not) would result in the separated piece being in the stoma track or the stomach. Attempts to collect additional info from the reporter were unsuccessful. Without a sample for evaluation or additional info from the customer a definitive conclusion cannot be made. Retention samples from the same lot were evaluated and found to be functioning per specifications.

Event description:
The pt had a routine peg placement without incident. The peg was in place for three months. The peg was removed without incident. A replacement corflo g-tube was placed (size of the tube unk). An x-ray was done to confirm proper g-tube placement. At that time it was noted that part of the peg tube had separated and was retained in the "peritoneal cavity". The pt was "operated on" to remove the retained peg piece and was discharged home the next evening without incident.